Event description:
It was reported that this pacemaker exhibited loss of capture on the right atrial (ra) lead and intermittent rv undersensing. It was also noted that the patient exhibited a low heart rate. Further review was recommended. Currently, this product remains in service and no adverse patient effects were reported.